Event description:
It was reported that the clinical study patients spinal cord stimulation leads migrated and the patient experienced stimulation related discomfort in the rib cage. The patient underwent a lead revision procedure where four percutaneous leads were removed and a paddle lead was implanted. The patient received stimulation coverage of all pain areas postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), lot: 7102312. Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), lot: 7121683. Product family: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), lot: 7122086.